Event description:
The customer reported that a black image was displayed on the screen of the subject device prior to a procedure, and then white balance error code (B)(4) was displayed. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported image issue. When the camera head was connected to the video processor, no image was shown due to a faulty camera cable. Due to the image malfunction, the white balance could not be properly adjusted, resulting in an (B)(4) message to display on the monitor. In addition, the outer sheath of the cable was twisted and had a cut. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and since the device did not display an image and it was dark, it was determined that e311 occurred because white balance could not be adjusted. It was noted that e311 is an error that indicates white balance is not adjusted. Based on the indication from the repair department, the phenomenon occurred due to a break on the cable, and contact failure occurred due to a faulty cable which caused a problem in the communication between the processor and the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.